Event description:
A report was rec'd from an international dealer that a pt had expired while utilizing the ventilator. Info rec'd as follows: the pt suffered from an asthma attack, was placed on the ventilator and stabilized. The nurse left the room to perform other activities. Approximately 2.5 hours later, another nurse heard an alarm sounding and saw that the vantilator displayed an a5 alarm while sounding an audible alarm. The pt was determined to be decreased. No remote alarm was used. The dealer reported that the pt's room was located far away from the nurse's station and it is unknown when the actual alarm condition occurred or when the pt expired. Vent settings were as follows: vt=500ml, rate=20, flow=55 l/min, fi02 =60%, I:e=1:2.3, high pressure alarm=60 cmh20, low pressure alarm=10cmh2o.